Manufacturer narrative:
Internal file number - (B)(4). The device not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery. During use of a copilot, there was an air leak noted from the valve. A new copilot was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.